Manufacturer narrative:
The product has been received for analysis. Once the analysis is performed, this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead exhibited out of range impedance measurement. The lead was extracted and replaced. No additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection found helix mechanism testing was not performed due to dried blood/body fluid in the tip area which would inhibit helix function. It was also found calcium covering most of helix on tip. Electrical test passed.

Event description:
It was reported that this right atrial (ra) lead exhibited out of range impedance measurement. The lead was extracted and replaced. No additional adverse patient effects.